Event description:
The customer reported the mts centerfuge stopped midway through its spin cycle. Gel cards centrifuged at improper speed could result in erroneous results. No erroneous tests results were reported. There was no report of harma as a result of this event.

Manufacturer narrative:
During investigation, the field engineer confirmed the customer complaint. The fe replaced the centrifuge motor, belt and driver board. The fe returned the equipment to expected operation. The root cause of the event was instrument-related.